Event description:
It was reported that for a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. During the procedure, the farawave catheter was unable to be retracted back into the sheath to then be removed from the body. No patient complications were reported. Unspecified intervention was required in response to the event. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.